Manufacturer narrative:
A review of the manufacturing documentation associated with lot 82186208 presented no issues during the manufacturing process that can be related to the reported event. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, a 5mm x 20cm x 155cm saber rapid exchange (rx) percutaneous transluminal angioplasty (pta) balloon catheter crossed the lesion and inflated; however, it ruptured at 4 atmospheres during its initial inflation. The device was removed from the patient¿s body. It was confirmed by inflating that the shaft part was ruptured. Therefore, the device was replaced with a new balloon catheter (non-cordis) and the procedure was completed. There was no reported patient injury. The device has been stored in a hygiene-managed storage and was prepped as per the instruction for use. There was no damage confirmed at the package. A non-cordis stent was used with the device. The device will be returned for evaluation.

Manufacturer narrative:
After further review of additional information received the following sections have been updated accordingly: g4, h1, h2, h3 and h6. As reported, a 5mm x 20cm x 155cm saber rapid exchange (rx) percutaneous transluminal angioplasty (pta) balloon catheter crossed the lesion and inflated; however, it ruptured at four atmospheres during its initial inflation. The device was removed from the patient¿s body. It was confirmed by inflating that the shaft part was ruptured. Therefore, the device was replaced with a new balloon catheter (non-cordis) and the procedure was completed. There was no reported patient injury. The device has been stored in a hygiene-managed storage and was prepped as per the instruction for use. There was no damage confirmed at the package. A non-cordis stent was used with the device. The device was returned for analysis. A non-sterile saber rx 5mm x 20cm 155 percutaneous transluminal angioplasty (pta) balloon catheter was received for analysis inside a plastic bag. Per visual analysis, no physical characteristics could be observed at the naked eye. Functional test was performed on the unit. A syringe filled with water was attached to the inflation lumen and pressure was applied. However, a leakage was observed in the unit due to a torn/ruptured condition on the body shaft of the unit approximately 30 cm from the hub. Per sem analysis, the outer surface of the body/shaft presented evidence of scratch marks near the torn/ruptured area. This type of damage is commonly caused during the interaction of the unit material with a sharp object or mechanical damage. It is very likely that the same factors that caused the observed scratch marks on the body/shaft outer surface probably led to the torn/ruptured condition on the body/shaft of the unit. It seems the body/shaft material near the rupture was torn either due to the interaction of the unit with calcified spicules located on the lesion or with a sharp object from the outside of the unit. No other anomalies were observed during the sem analysis. A product history record (phr) review of lot 82186208 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿body/shaft burst in-patient¿ was confirmed via device analysis as a ruptured condition was noted on the body shaft of the device. However, the exact cause cannot be determined. It is likely vessel characteristics (although unknown) contributed to the reported event as evidenced by the scratch marks and torn condition noted upon analysis. The body shaft material near the rupture appears to have been torn either due to the interaction of the shaft with calcified spicules located on the lesion or with a sharp object from the outside of the shaft. According to the instructions for use, which are not intended to mitigate risk, ¿prior to angioplasty, the catheter should be examined to verify functionality and integrity, and ensure that its size and shape are suitable for the specific procedure for which it is to be used. Do not use if product damage is suspected or evident. To reduce the potential for vessel damage or the risk of dislodgement of particles it is very important that the inflated diameter of the balloon should approximate the diameter of the vessel just proximal and distal to the lesion. Proper functioning of the catheter depends on its integrity. Care should be used when handling the catheter. Damage may result from kinking, stretching, or forceful wiping of the catheter. Forceful handling can result in catheter separation and the subsequent need to use a snare or other medical interventional techniques to retrieve the pieces.¿ neither the phr nor the information available suggests a design or manufacturing related cause for the reported event. Therefore, no corrective or preventive action will be taken at this time.